Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, peritoneal tissue became stuck within the force bipolar instrument jaws. The tissue entrapment caused a hole within the peritoneum, the surgeon was required to suture the hole closed to repair the defect. The surgeon reports this event has occurred during other procedures (manufacturer report number 2955842-2024-15017) and always with the force bipolar instrument. While making the tissue flap and using the force bipolar instrument in his left hand, while pushing down on soft tissue is when the tissue becomes stuck within the wrists of the instrument. During this procedure the patient had a prior prostatectomy and was a complicated case causing the dissection of the flap to be more difficult. Due to the tissue entrapment it caused the procedure to be more complicated than expected. The tissue was required to be cut out of the instrument, creating a hole within the peritoneum and a defect in the flap. The dissection was able to be completed, the hole was sutured closed and the procedure was completed robotically without any further complications or issues. The patient went home the same day, and is recovering well with no complications.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint a review of the provided images was performed. The following additional information was provided: photo 1: a force bipolar instrument is partially in view and in free space on the left-hand side of the screen. A monopolar curved scissors instrument is approaching from the right side of the screen, also in free space. Photo 2: force bipolar is being used to retract unspecified tissue to the top of the surgical screen. No visible damage to the instrument is observed. Photo 3: tissue of unspecified type is caught in the wrist component of the force bipolar instrument. No active bleeding or tissue damage due to the tissue being caught is observed in this photo.